Event description:
It is reported that the infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Establishment name: tandem. Country: united states of america. Address line 1: 11045 roselle street. Address line 2: suite 200. City: san diego. State, province or territory: ca. Post office or zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.